Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("heavy bleeding with clots/ excessive bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor could not get the device all the way in" in (B)(6) 2013. The patient's past medical history included nickel sensitivity (I have had allergy tests a long time ago in kindergarten, and redone again in my early 20s around approximately 2004 that confirmed my nickel allergy. I am allergic to fake jewelry; I cannot wear them). On (B)(6) 2016: negative for intraepithelial lesion or malignancy. Human papillomavirus dna probe - high risk hpv: negative. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, ovarian cyst, menses irregular, vaginal pain, yeast infection (she has an odor and itching. Instructed to avoid riding her horse and having intercourse), cervicitis, spotting vaginal, hysteroscopy, thermal ablation, uterine abrasion and menorrhagia. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as intrauterine contraceptive device (paragard) and megestrol acetate (megace). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("bad cramping") and coital bleeding ("bleeding during and after intercourse"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("severe and persistant pelvic pain/ stabbing pain sitting down and getting up") and skin odor abnormal ("funky smell around the body"). In 2014, the patient experienced back pain ("severe and persistent pain in the lower back"), paraesthesia ("tingling in extremities"), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2018, the patient experienced anorgasmia ("inability to have an orgasm after surgery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), headache ("headache"), allergy to metals ("nickel allergy, I am allergic to fake jewelry"), dyspareunia ("clots and pain during sex"), pollakiuria ("frequent urination"), mental disorder ("psychiatric and/or psychological condition") and vaginal discharge ("unexpected leakage "). The patient was treated with surgery (full hysterectomy, (B)(6) 2018) and surgery (dilation and curettage,thermochroic ablation (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain lower, coital bleeding, pelvic pain, skin odour abnormal, paraesthesia, alopecia, anorgasmia, allergy to metals, mental disorder and vaginal discharge outcome was unknown and the genital haemorrhage, back pain, headache, weight increased, dyspareunia and pollakiuria had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anorgasmia, back pain, coital bleeding, dyspareunia, genital haemorrhage, headache, mental disorder, paraesthesia, pelvic pain, pollakiuria, skin odour abnormal, uterine perforation, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion . A hysterosalpingogram confirming tubes were blocked. Upon introduction into the uten.1.5, the left coil seemed to be extruding about 7 coils out, and therefore due to this hanging out of the ostia, this was trimmed back therefore to avoid any irritation of lining and any puncture to the balloon. On (B)(6) 2018: submitted in one part unfixed labeled "uterus" is an entire uterus, including attached cervix, measuring 8.6 x 5.5 x 4.0 cm. And weighing 61.9 grams. The bilateral fallopian tubes and ovaries are absent. The serosal surface appears pink-tan and smooth. The ectocervix measures 3.1 cm. In diameter, and is lined by tan-white smooth mucosa. The cervical os appears slit-like and patent. The uterus is opened along the left and right lateral aspects, exposing the endocervical canal and endometrial cavity. The transformation zone appears well delineated. The endocervical canal measures 3.6 cm. In length, and is lined by tan-brown finely furrowed mucosa. The endometrial cavity measures 3.2 x 3.0 cm., and is of usual triangular configuration. The endometrium averages 0.2 cm. In thickness. No endometrial polyps or masses are identified. Two metallic contraceptive coils are embedded intramurally within the origins of the left and right fallopian tubes. Both coils appear structurally intact. Serial sectioning through the anterior and posterior uterine walls reveals no discreet masses. The anterior wall averages 2.0 cm. In thickness, while the posterior wall averages 1.9 cm. Representative tissue submitted. Block labels: anterior cervix, 12 o'clock; posterior cervix, 6 o'clock; anterior uterine wall, full thickness; rep. Anterior endometrium; posterior uterine wall, full thickness; rep. Posterior endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, genital haemorrhage, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization was updated. Events: perforation, genital haemorrhage, abdominal pain lower, coital bleeding, back pain, headache, pelvic pain, skin odour abnormal, paraesthesia, alopecia, weight increased, orgasm abnormal, allergy to metals, dyspareunia, pollakiuria, menorrhagia, device insertion difficult, were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.